Event description:
Diasorin molecular llc received a complaint alleging false negative results with one (1) known positive evaluation sample that resulted negative twice with the simplexa covid-19 & flu a/b direct mol4250, but repeated positve when tested on the simplexa covid-19 direct assay mol4150. The customer confirmed the alleged false negative results were not reported because it was an evaluation sample only. No alleged harm occurred. Sample type information and collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results with one (1) known positive evaluation sample that resulted negative twice with the simplexa flu a/b&covid-19 direct assay mol4250, but repeated positve when tested on the simplexa covid-19 direct assay mol4150. Customer alleges one sample ID (B)(6) was negative when tested on 12/6/21 on the mol4250 assay, but positive on the mol4150 assay on (B)(6) 2021 with s gene (33.6) and orf1ab (34.4). Based on these CT values being above the typical 22-32 CT range, it is likely this evaluation sample is near the limit of detection of the assay. It is not known what sample type or transport media was used. The customer's device and suspected false negative sample was not provided for investigation. Batch record review showed the critical component, reaction mix mol4251 lot#r12804n, met all qc release criteria prior to kit release. Mol4251 lot# r12804n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in any ofthe covid-19 targets. All positive controls were detected at an average CT = 27.0, 27.1 and the internal control avg CT = 29.7. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 1/4/22 with 14 replicates (2 discs of 7 pc each) of mol4260 positive control. Both times covid-19 target (avg CT = 28.8, 26.8) was detected on all replicates. No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4250 lot# r12215n for suspected false negatives.